Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe patient line connector during fill 1 of their pd treatment. The patient contact reported receiving a patient line is blocked soft alarm during fill 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The patient contact reported that the fluid leak was caused by a loose connection. The patient contact reported that the catheter is not connecting tightly to the patient line connector. The patient contact also reported that this occurred twice tonight with two cassettes. Fluid did not come in contact with the cycler. The patient contact was advised to cancel the patient¿s treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient cancelled their treatment. The pdrn stated that the fluid leak occurred from the patient line of the extension set. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The pdrn stated that prophylactic antibiotics were prescribed as a precautionary measure (antibiotic specifics are unknown). Additional information was requested, however; to date was not provided.